Manufacturer narrative:
Unit passed rewind test, basic occlusion test and displacement test. Unit was unable to prime at 2.5 lbs during prime and system sensor test due to faulty back pressure sensor. No motor error or no delivery alarm noted. Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that her child's insulin pump alarmed motor error during a bolus attempt. Customer does not recall any significant events leading to the error. Child's blood glucose was 132 mg/dl at the time of incident. Customer was able to complete the rewind sequence with troubleshooting but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.